Event description:
The facility's manager reported to baxter that a clearlink duo-vent continu-flo set had leaked. A dark blue fenwal clamp placed a few inches below the drip chamber reportedly cut through the tubing and caused it to leak. This condition occurred during patient infusion; however, there was no report of patient injury or medical intervention in association with this event. The tubing was swapped out for another with no further incident. There is no additional information.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. A batch review could not be performed as the lot number is unknown.

Manufacturer narrative:
(B)(4). A batch review could not be completed as the lot number was not provided by the customer. The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.